Manufacturer narrative:
The black circuit is out of specification which would have resulted in the reported complaint. It cannot be determined from the analysis findings what caused or contributed to the open circuit. The single use bipolar (bp) disposable stimulator probes are designed for use with the nim-eclipse system. The probe shaft was 100mm in length, with an active, exposed tip stimulation electrode at the probe end. This device is indicated for locating, identifying, and monitoring cranial motor nerves, peripheral nerves, and spinal nerve roots during surgery. When information suggests that the nim equipment malfunctions, it is assumed that the failure was device-related and may have gone undetected. In this case, the report is inconclusive as to the cause of field observation. Therefore, without information to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filling this report as a product problem. This product was being used for treatment, not diagnosis. The nim system does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves.

Event description:
The MFR has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer returned an probe stating "one of the probe wires is suspected open so bipolar probe did not deliver any current." There was no suggestion of patient injury. Testing/repair confirmed the reported event. The available information indicates the probe "did not work" intraoperatively, which suggests that it was not stimulating/delivering current, and the use was not alerted by a system alarm, warning screen or error message. If the probe is not stimulation/delivering current and the user has not been alerted to this malfunction this could potentially result in false negative. Fals negatives could potentially cause injury to the patient by failing to identify a nerve. At this time we are unable to confirm whether the customer received any error messages or alerts of the fault. This reported event has no reference to an alarm or warning, therefore, it must be assume that an alarm or warning went undetected or did not occur.